Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned.the reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record for the reported lot revealed no nonconforming material records. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, moderately tortuous, distal left anterior descending artery. After deployment of the 3.0 x 18 mm xience prime stent, during post-dilatation, a dissection occurred which was treated with another xience prime stent. There was no clinically significant delay in the procedure reported. No additional information was provided.